Event description:
It was reported that removal difficulty and vessel dissection occurred. The target lesion was located in the calcified and non-tortuous proximal to mid circumflex artery. The opticross 6 hd imaging catheter was loaded over a non-boston scientific wire and advanced past the lesion. After imaging was performed, the wire was pulled back within the catheter and it was noted that there was a dissection in the circumflex to first obtuse marginal (om) branch. The wire could not be advanced forward to its original position and was removed together with the catheter. Once the devices were outside the patient, it was noted that the wire was mangled and unable to be moved along the catheter rapid exchange port. The malformation of the wire started at the tip of the catheter and continued until the end of the wire. The procedure was completed successfully with a circumflex stent. The om was not able to be recovered. The patient was stable and fully recovered.

Manufacturer narrative:
H6 device codes corrected. The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly. A test guidewire was inserted and in indication of resistance in tracking the guidewire into the catheter was noted. Microscopic inspection revealed the guidewire exit port was torn.

Event description:
It was reported that removal difficulty and vessel dissection occurred. The target lesion was located in the calcified and non-tortuous proximal to mid circumflex artery. The opticross 6 hd imaging catheter was loaded over a non-boston scientific wire and advanced past the lesion. After imaging was performed, the wire was pulled back within the catheter and it was noted that there was a dissection in the circumflex to first obtuse marginal (om) branch. The wire could not be advanced forward to its original position and was removed together with the catheter. Once the devices were outside the patient, it was noted that the wire was mangled and unable to be moved along the catheter rapid exchange port. The malformation of the wire started at the tip of the catheter and continued until the end of the wire. The procedure was completed successfully with a circumflex stent. The om was not able to be recovered. The patient was stable and fully recovered.